Manufacturer narrative:
After clinical/secondary review of this file performed on 11/10/2020, it was decided to remove patient code autoimmune disease and add generalized illness patient code to more accurately capture the reported event. H6 patient code 3191: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with an unspecified mentor breast implant and suffered from breast implant issues: ¿the patient experienced everything and anything you can imagine, breast tenderness , severe pain in both breasts and in her nipple area, body aches all over, weight gain, hair thinning, chronic fatigue, heavy severe periods , breast implant illness, bad eye sight, heart palpitations, she feels like she is eighty years old and she is not even fifty, chronic sinus issue, low in vitamin d, the patient thinks she might have fibromyalgia, memory loss, joint and all over muscle pain, concentrating and breathing problems at times but not severe, extremely dry eyes, anxiety with heart palpitations, tons of hair loss, she sleeps too much, frequent doctor visits¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.